Event description:
Sales rep asked that office be contacted concerning their curing light. Spoke to assistant. She said that they used a radiometer to check the output on both of their tpb curing lights after pts complained of sensitivity. She said that the other light was over 700, but this light tested below 400. She said that they stopped using this light and no more pts have complained of sensitivity. She said that dr lee was out and he wanted to speak when we called. The dentist said that the light is not working properly and that he has had to replace some filings. He asked if we can bring it in to see what is wrong with it. I said I could. He said he had to get back to his pt. He gave the phone to his assistant. Informed her that the light was out of warranty, but that we would still pick it up to test it. MFR ref # 3005665377-2013-00002.